Event description:
The customer called and reported the insulin pump alarmed with no delivery while she was trying to bolus. Customer's blood glucose was 400 mg/dl. Insulin exited during a fixed prime. The infusion set cannula was not bent. The customer did not wish to run an additional prime to determine if the cannula/site connection may have been occluded. It was advised to change the entire infusion set. The customer rewound the insulin pump and was advised the infusion set would be replaced. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.